Manufacturer narrative:
If additional information is received this report will be updated.

Event description:
Additional information was received and indicated that the right atrial (ra) lead was surgically abandoned and the existing right ventricular (rv) lead was connected to the rv pace/sense port of the device. This device remains implanted at this time.

Manufacturer narrative:
If additional information is received, this report will be updated.

Manufacturer narrative:
Technical services reviewed lead measurements with the field representative; rv lead measurements were within normal limits. It was noted the rate/sense portion of the defibrillation lead had been capped as the physician had preferred to retain the rv pacing lead when the patient was upgraded from a pacemaker. The field representative also reported that the rv was made less sensitive, which appeared to resolve the oversensing issue. The physician planned to continue monitoring the patient and lead. No adverse patient effects were reported. The device remains in service without further complication.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) oversensing of atrial activity. Rv pacing was inhibited during atrial fibrillation, with pauses of up to 2.5 seconds observed. It was noted the patient was asymptomatic during these pauses.

Event description:
Additional information indicated that the patient also received inappropriate therapy. All lead measurements remain within normal limits. The observed behavior was unable to be reproduced. The field representative indicated that a revision procedure was scheduled for the near future.